Manufacturer narrative:
Product complaint # ==> pc (B)(4). Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What is the name and date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What is the lot number? 7. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 8. Where was the surgicel used (on what tissue)? 9. How much surgicel was used during the procedure? 10. Was the surgicel product left in place? Was the excess irrigated and removed? 11. What were current symptoms following the index surgical procedure? Onset date? 12. Has any surgical or medical intervention been performed? 13. What is physician¿s opinion as to the etiology of or contributing factors to this event? 14. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative sepsis? 15. What is the patient¿s current status? 16. What was the location of the infection? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a thoracic procedure on an unknown date and absorbable hemostat was used. The patient had revision surgery because of sepsis on the thyroid, and were provided antibiotics via an IV. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/16/2021. Additional information was requested, and the following was obtained: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? N/a. 2. What is the name and date of index surgical procedure? Total thyroidectomy, week 52. 3. What were the diagnosis and indication for the index surgical procedure? N/a. 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Nothing to report regarding allergies, no concomitant medication. 5. Was there any intraoperative concurrent use of other products? No products used during the surgery. 6. What is the lot number? N/a. 7. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Used prophylactically, usually did not put anything on. 8. Where was the surgicel used (on what tissue)? Used in the thyroid lodge. 9. How much surgicel was used during the procedure? Only one surgicel was used. 10. Was the surgicel product left in place? Was the excess irrigated and removed? Surgicel was not irrigated. 11. What were current symptoms following the index surgical procedure? Onset date? N/a. 12. Has any surgical or medical intervention been performed? 1 patient was treated at day3 for a purulent scar. And the 3 others, local care and antibiotics on d3 or d4. 13. What is physician¿s opinion as to the etiology of or contributing factors to this event? It was due of the surgicel excess that stayed in the lodge, without bleeding. 14. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative sepsis? N/a. 15. What is the patient¿s current status? The patients are doing well. 16. What was the location of the infection? N/a. Event related to surgicel powder reported via mw # 2210968-2021-00761. Event related to surgicel powder reported via mw # 2210968-2021-00763. Event related to surgicel powder reported via mw # 2210968-2021-00764. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.